Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corporation on november 21, 2008 that an rx dilatation balloon catheter was used during an endoscopic papillary dilatation procedure performed in 2008. According to the complainant, the balloon ruptured when dilatating the papilla. The procedure was completed with a difference device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".